Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the available information, a cause of the reported incident could not be conclusively determined. Per the information available abbott cannot further speculate on why the reported event occurred.

Event description:
It was reported that on (B)(6) 2024, a 17mm amplatzer septal occluder was chosen for an atrial septal defect (asd) closure procedure using a 9f amplatzer trevisio intravascular delivery system. During procedure, an attempt was made to place the device, but the left atrial disc formed a cobra head shape, so it was retrieved and replaced with the same size and lot number. A new 17mm amplatzer septal occluder was chosen, another attempt was made to place it, but it again formed a cobra head shape. The deformed devices were never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. Therefore, the procedure was terminated without placement, and a rescheduled date was planned. The patient was reported stable and there was no adverse patient effect.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.